Event description:
The cement set up before implants could be implanted; went to another cement manufacturer with same results, had to dig out cement and stem which caused a surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.